Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 19) was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose level was 138 mg/dl for this event. However, the contact reported that the user had an unspecified low blood glucose level prior to the report. It was confirmed that the user had an alternate method of insulin delivery available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Multiple alarm 19 (bad cartridge) annunciated and insulin delivery was stopped at 9:30 pm on (B)(6) 2017. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.